Event description:
Additional information was received from a consumer. There were no signs of infection at all. When the patient went to get her first pump refill, the doctor removed a needle before refilling the pump and pus came out. This occurred on (B)(6) 2016. All of the pump was then removed on (B)(6) 2016. Cultures were taken for testing and no "bugs" were found. The patient was sent to see an infectious disease doctor and was told everything looked good. The patient believed the circumstances that led to the infection were "just bad luck." The incision site was not red or warm to the touch, and the patient was not running a fever. The only indication of infection was when the needle was removed and the doctors got the patient to surgery as soon as possible. The entire pump was surrounded by a large, localized infection. The surgeon closed the patient's back incision and a plastic surgeon closed the front incision. It was noted by the plastic surgeon that there was "a lot" of infection. The plastic surgeon cleaned the pocket after the pump was removed and inserted a wound drain. The drain was removed 11 days post-op and the stitches were removed a week after that. The patient was on bactrim from (B)(6) 2016. When the pump was implanted on (B)(6) 2016, the site had no leakage or drainage of any kind. There was some bruising noted around the site, but that eventually faded. The pain pump was noted to be helping the patient's pain and the patient intended to have a pump implanted again in "3-4 weeks". It was noted that the pumpneeded "tweaking" which the doctor was going to do when the patient had the refill, but that did not occur due to the infection.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Event description:
Information was received from the female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. It was reported that the patient had an infection from the pump, and it was removed the following day ((B)(6) 2016). The date that the infection started was unknown. The patient hoped to receive a new pump in the future.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.